Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent was placed into the diseased area in the iliac and was to be deployed. As they were deploying the stent the balloon ceased to inflate. Another angioplasty balloon was used to deploy the stent. No harm to the patient.

Manufacturer narrative:
Analysis: the advanta v12 stent was not returned from the field therefore we cannot determine if there was a performance issue with the device. The details indicate that there may have been a balloon leak during the deployment of the stent and that there was a possibility that the nurse touched the stent when handing the device over to the physician. The details also indicate that the lesion was stenosed and that the lesion had not been pre-dilated prior to deploying the v12 covered stent. There is a possibility that the balloon was ruptured on a sharp calcification but this cannot be confirmed. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. The balloon burst data provided within the device history records shows that the lowest burst value seen out of 49 samples tested was 18.6 atm. The rated burst pressure of the balloon is 12 atm as specified on the product label. Conclusion: based on the investigation atrium medical corporation cannot confirm that the balloon had ruptured as the product had not been returned. All products are 100% inspected during the process of manufacture to ensure the integrity of the device including delivery system pressure test.